Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer's blood glucose was 266 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.